Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms including a critical pump error. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.

Manufacturer narrative:
Unit received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion. Unit failed leak test, unit leak at a crack on back of the battery tube threads. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display. Unit received with cracked case on the back at the battery tube threads. Unit received with minor scratched display window, case and keypad overlay.